Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652). On the 2019-jan-07 it was reported to the arjo representative that there was an incident in the (B)(6) 2016 with the involvement of passive clip sling and ceiling lift maxi sky 600. It was stated that during an initial phase of transfer both shoulder clips fractured into pieces. The patient was about an inch off the bed so there was no fall on injury reported. Results of arjo technician inspection are not available. As the event occurred in 2016 and was not reported at the time of the event, the model and serial number of the sling and ceiling lift remain unknown. Based on product knowledge, clip fractions could been caused by different factors, e.g.: clip was being pinched with a force much higher than the force it will normally receive. Much higher strain, where the clip becoming caught on by an obstruction. Normal wear of the product occurring after expected service life covered by the instruction for use. Normal wear of product occurring after too often washing, usage of illicit chemicals, not adhering to cleaning instruction provided in instruction for use. The instruction for use (04.sc.00-int1_2, october 2014) for sling includes information about proper lifting process: "the operational life of the sling is dependent on the actual use conditions. Therefore, before use, always make sure that the sling straps do not show signs of fraying, tearing or other damage and that there is no damage (i.e cracking, bending, breaking) to the attachment clips. If any such damage is observed, do not use the sling. If you have any doubts about sling safety, as a precaution and to ensure safety, do not use the sling." "Slings should be stored away from direct sunlight where they are not subject to unnecessary strain, stress or pressure, or to excessive heat and humidity. The slings should be kept away from contact with sharp implements, corrosives or other possible causes of damage." "Check all parts of the sling, see section "parts designation" on page 4. If nay part is missing or damaged - do not use the sling." "To avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process." "To avoid material damage and injury, clean and disinfect according to this IFU: no other chemicals are allowed, never clean with chlorine, chlorine will deteriorate the surface of the material." Maxi sky 600 instruction for use (001.14150.33.en rev 16 08/2016) provides patients with warnings: "always ensure that: the sling is properly fastened." "The equipment is subjected to wear and tear and the following maintenance instructions must be performed when specified to ensure that the equipment remains within its original manufacturing specification. Care and maintenance shall be carried out in accordance with the preventive maintenance schedule." "The maintenance described in the following checklist is the minimum the manufacturer recommends. In some cases more frequent inspections should be carried out. Continuing to use this equipment without conducting regular inspections or continuing to use equipment when a fault is found will seriously compromise the user and residents safety." "Before every use: inspect all sling parts (attachments, fabric, stitch areas and strap) for signs of wear, discoloration, deterioration or loose threads. Inspect the spreader bar on the strap of the lift for damage or cracks. Make sure all attachments are properly secured (e.g. Split ring)." "Before raising the patient, always make sure the sling is not caught on any obstructions (for instance, the wheelchair brakes or armrests). Sling catching in such obstructions could result in patient fall." "Always confirm that the sling remain attached as the weight of the patient is taken up. A wrongly fixed attachment could detach resulting in patient fall." According to all information gathered during investigation the root cause of the event cannot be indicate with certainty due to lack of detailed information. The event occurred in (B)(6) 2016 and it was decided to be reported in the january 2019 after similar incident occurred in the same medical facility (registered under arjo internal reference number (B)(4)). At the time of the event no investigation or device evaluation have been conducted, so the exact circumstances of the incident and manufacturing details of the devices are unknown and impossible to define. Please note, that if caregivers follow all recommendations and procedures provided in instructions for use, the risk of serious injuries and hazard situations is low. In this case root cause of the event is not possible to find. To conclude, the system - clip sling and ceiling lift was used for the patient's care and in that way contributed to the alleged event. Clips fractured into pieces during transfer and led to patient's fall and from that perspective the system did not meet the manufacturer's specification. The complaint was decided to be reportable due to risk of serious injuries upon the reoccurrence.

Event description:
It was reported that there was an incident with the involvement of passive clip sling and ceiling lift maxi sky 600. It was stated that during an initial phase of transfer both shoulder clips fractured into pieces. The patient was about an inch off the bed, so there was no fall on injury reported.